Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "during a routine visit of the hospital by our sales representative together with our technical service specialist, a nurse told them that there are two pumps which need to be checked by technical service. Regarding pump with serial (B)(6): the patient's tpn infusion was observed to be inconsistent with the volume in the infusion pump and the amount of fluid remaining in the serum, as monitored by fluid balance. The infusion pump was replaced, the doctor was notified, and the tpn rate was maintained at 20 cc/h. The faulty pump was handed out to our technician. Service. The nurse claims that 100 ml more fluid was given.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The following report is only based of the history log files and a local service report, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial no. (B)(6). The uploaded history files were analyzed. Only the part of the (B)(6) 2025 was available for investigation. On the (B)(6) 2025 a space line was selected at 05:14pm. The flow rate of 42ml/h and a vtbi of 1508ml were set for infusion therapy. After starting an upstream alarm occurred. The alarm was confirmed, and the therapy was started again. Next day on the (B)(6) 2025 the therapy was stopped at 04:56pm. In total 983,09ml were infused. No technical malfunction, operating alarm or device alarm occurred during infusion. At 05:10pm the door was opened. At 05:11pm the tube space line was selected. A new vtbi of 1524ml was set and the infusion therapy was started with a flow rate of 42ml/h at 05:12pm. At 20:20 an upstream alarm occurred. The alarm was confirmed, and the therapy was started again. At 10:16 the therapy was stopped, and the door was opened. The pump was turned off. In total 212,18ml were infused. The history did not reveal an over- or under infusion. According to the uploaded service report, it could be recognized that the pump was checked locally by a local service technician. No flow deviation was described in the service report. The defect could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.